Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.

Event description:
It was reported by pt that she underwent a total hip arthroplasty in 2008, in which she received a durom acetabular cup. Post op, she experienced pain and her surgeon removed the durom acetabular cup in 2008, wherein an infection was noted.